Manufacturer narrative:
(B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mmvticmo 13.2 implantable collamer lens of -15.0/2.0/56 (sphere/cylinder/axis) was implanted into the patient's left eye(os) on (B)(6) 2021. On (B)(6) 2021 the lens was repositioned but did not resolve. On (B)(6) 2022 the lens was exchanged for a longer length lens due to lens rotation. The replacement lens resolved the problem. Cause reported as icl size.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).